Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused the internal hlc batteries to deplete.